Event description:
It was reported that the pump "malfunctioned." The patient showed signs of withdrawal after a pump refill, and lack of pain relief. The device system was used to deliver morphine. No rotor studies or dye studies were performed. A pump revision was scheduled to explore the possibility of a pocket fill, but the physician did not see any evidence of a pocket fill at the revision. The pump was full and the catheter was aspirated and working well. The pump was replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the reporter had no further information regarding the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type catheter. (B)(4). Analysis of the pump found no anomalies. The pump passed all non-destructive testing, and no anomalies were noted in the pump logs.